Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported steam pop and subsequent cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following a right ventricular outflow tract ablation (rvot), a cardiac perforation was observed. Following the procedure while still in the procedure room, a large pericardial effusion was observed via intracranial echocardiography and a drop in cardiac pressure. A pericardiocentesis was performed however the patient was still bleeding. The patient was sent for surgical repair, where a small hole in the rvot was observed and repaired. The patient was stable two days later. There were no performance issues with any abbott device. The physician noted a steam pop while ablating in the rvot.